Event description:
Report received indicated that during a transjugular intrahepatic portacaval shunt with stent (tipss) revision procedure there was a balloon burst with separation. The vessel was anatomically without calcification or tortuosity. A balloon was introduced and inflated at 8 atm "within a cover stent at post dilatation". A second dilatation was done with the same balloon when it burst at 2 atm and balloon separated in half. Attempts were made to pull both parts of separated balloon into the 8f sheath that was in place but the balloon parts could not be retrieved. The hub of the 8f sheath was cut off and exchanged by 10f sheath. The sds was pulled into the 10f sheath where bouth balloon parts followed and were successfully retrieve out of the pt without any injuries. No foreign body was left inside the pt. This product will be returned for evaluation and testing.